Event description:
The customer reports that the tip of the instrument broke off during surgery. Pt contact, no injury. On (B)(6) 2010, customer reported via phone that a lumbar laminectomy was being performed. The broken piece of instrument was easily retrieved, confirms no pt harm. Broken piece was discarded and no x-ray taken.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.